Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s current blood glucose level was 476 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did alleging insulin pump for under delivery, they had been correcting with insulin pump and high blood sugars are not going down. Customer stated that drive support cap was normal. Customer they had formulated these troubleshooting steps to ensure their insulin pump was completely operational and working safely by covering common factors including infusion set, site, insulin, lifestyle, pump programming. Customer stated insulin exited at the quick release. The insulin pump and reservoir will not be returned for analysis.